Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
A patient reported the perception of stimulation despite the magnet being placed near the location of the implantable pulse generator in an attempt to inhibit stimulation. A review of the generator's memory logs provided to the manufacturer for review revealed no anomalies with stimulation inhibition or any other problem. Device diagnostics were all within normal limits. The event was escalated for further investigation including a visit from livanova engineering team members. Livanova engineering representatives attended a scheduled doctor¿s visit on (B)(6) 2025 with the patient to assess the delivery of stimulation using an electrocardiogram (ECG) as the presence or absence of the vns stimulation waveform is easily identifiable using an ECG with surface electrodes. During the visit, the ECG confirmed that the generator was functioning as expected in that it was only stimulating when intended and was not stimulating when the magnet was properly secured over the pulse generator. It was concluded that the reported event was due to misalignment of the patient magnet with the implanted generator. The patient was educated on proper placement of the magnet over the generator. The patient had no further complaints. No device malfunction occurred. A report regarding this event was previously submitted under medical device report # mw5169352.